Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed low battery and power loss alarms, fault isolated to pcb 1. No unexpected replace battery now or battery failed alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received low battery alarm and replace battery now alarm. Customer stated that battery cap was not loosen, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.